Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The renal dysfunction was said to be unrelated to device or device therapy. The date of the onset of the renal dysfunction was years ago and was stated to exist before device therapy. The renal dysfunction worsened over the years. This was monitored closely due to lifeline intravenous (IV) antibiotics as well. There was no dialysis for the elevated creatinine. The indication for the outflow graft revision procedure was severe pre-occlusive stenotic lesion at the aortic anastomosis with a string like residual lumen which was likely compression. This was when the patient presented to the operating room (or) on (B)(6) 2025. The outflow graft revision was considered to be lvad related.

Event description:
It was reported that the patient presented to the emergency department (ed) with low flow alarms that started on (B)(6)2025. The team was not notified because alarms resolved upon arrival and the patient was discharged home. The patient had about 5 hours or so of no alarms and then began low flowing again with flows around 2.0-2.6. They were sent to infusion for 1 liter (l) of normal saline (ns) due to history of dehydration. Parameters of left ventricular assist device (lvad) otherwise were within normal limits (wnl). The patient then went to the ed with no resolution of alarms and received another 1l of fluid. A computed tomography (CT) of the chest was performed. The (B)(6) could not do CT chest with contrast to look at outflow graft because the patient's creatinine was elevated to 2.8mg/dl. The patient transferred to the facility where CT chest with contrast was pending. Log files were sent for review. The event log file captured low flow alarm events on (B)(6)2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events may be due to a patient related issue. The cause of the low flows found with a CT was a confirmed lvad outflow obstruction with high-grade pre-occlusive narrowing at the aortic anastomotic site. The low flow alarms appeared to be intermittent as they were on and off. The patient was asymptomatic at the time of low flows. The patient's lactate dehydrogenase (ldh) was at 393 and their international normalized ratio (inr) was 2.6. CT images could not be provided. The patient underwent lvad outflow graft revision on (B)(6)2025. The patient was doing well and seemed good to be discharged from the hospital.

Manufacturer narrative:
D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no CT images were submitted, and no product is available for investigation. A specific cause for the obstruction and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The controller event log file contained events on (B)(6) 2025 from 05:06:26 to 11:56:02, per the timestamps. Persistent low flow alarms were captured for the duration of the log file. Low speed advisory alarms were also captured due to the set speed being briefly set below the low-speed limit. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The relevant sections of the device history records for mlp-002197 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including renal failure, respiratory failure, infection and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no CT images were submitted, and no product is available for investigation. A specific cause for the obstruction and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The controller event log file contained events on 07feb2025 from 05:06:26 to 11:56:02, per the timestamps. Persistent low flow alarms were captured for the duration of the log file. Low speed advisory alarms were also captured due to the set speed being briefly set below the low speed limit. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including renal failure and infection, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
After surgical graft revision on (B)(6) 2025, emphysematous complicated urinary tract infection (uti) secondary to klebsiella was found. The patient had needed IV antibiotics and went into cardiogenic shock post procedure, exhibiting signs of shortness of breath. The patient was found unresponsive in their room and per the site, and their significant other did not want the patient intubated. The patient passed away due to respiratory arrest on (B)(6) 2025. The death was not considered to be device related and the device operated as expected.